Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead replacement (related manufacturer reference number 3006705815-2022-14222, 3006705815-2022-14221). The physician was unable to replace the percutaneous leads with a paddle lead due to bleeding. As a result, the procedure was abandoned.